Manufacturer narrative:
(B)(6). One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of high pressure was not confirmed. High pressure messages found in the device event log. Use testing was performed. Service found the downstream occlusion sensor was functional but replaced it as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump is alarming high pressure. No reported adverse effects.